Event description:
It was reported that an ilet connect component could not be rotated to engage with the cartridge after insertion during a training session, and the issue resolved when a different connect piece from another lot was used. Symptoms included no adverse clinical effects and no blood glucose impact because the user was not yet on therapy. Outcomes included no medical intervention and no hospitalization. Investigation included internal review of the complaint and attempted retrieval of the connectors for evaluation. Investigation of this case revealed that the affected connectors were not available for return and no device evaluation was performed. It was concluded that a mechanical connection failure of the connect component occurred during setup, with root cause undetermined due to lack of returned product.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.